Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that approximately 3 years post-op the device was found broken. The patient underwent a revision surgery to have the device removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Visual and optical examination of rod surfaces adjacent to fracture surfaces did not identify surface defect or deformation that could act as a stress riser. Optical examination of fracture surfaces identify extensive fracture surface damage, with one entire fracture surface completely damaged, and the other significantly damaged. Optical examination of partially undamaged surface provides some evidence of both subcritical overload and fatigue. Dimensional inspection of rod diameter found the implant conforming to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.